Event description:
It was reported that prior to the procedure when attempting to remove the protective sheath from the delivery system, the sheath seemed to be stuck to the implant and could not be removed. There was no patient involvement. A new device was used successfully in the procedure. There was no clinically significant delay in procedure. No additional information was provided. Returned device analysis noted the proximal balloon seal was separated.

Manufacturer narrative:
(B)(6). Evaluation summary: the device was returned for evaluation and the reported difficulty removing the protective sheath was not confirmed. However, the balloon was separated from the outer member at the distal end of the proximal balloon seal. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for difficulty removing the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.